Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the implant attempt, it was difficult to slide the stylet into the right ventricular (rv) lead. The rv lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that a stylet fully inserted into the lead without issue. If information is provided in the future, a supplemental report will be issued.